Event description:
Over the past several years, we have seen periodic failures with the filters on our IV tubing. Over the past several months, there is the perception that there may be an increase in failures. This is occurring with both filters on our large volume IV tubing, as well as our microbore syringe pump tubing. In all cases, the nurse at some point in the infusion notices that there is a small amount of fluid leaking from the IV filter. This leaking is typically attributed to a membrane failure at the portion of the filter that serves as a point for air evacuation. Year to date we have had 13 reported failures. Unfortunately, the type of medication being infused is rarely mentioned, and lot numbers are not available.======================manufacturer response for microbore syringe pump tubing, 72 inch line w/.2 filter (per site reporter)======================smiths is aware of the problem as it has been ongoing for some time now.